Manufacturer narrative:
(B)(4). The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied video. The video showed that the guide wire was unraveled in the clinical setting and was kinked in several locations across the body. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Regardless of these circumstances, without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the wire unraveled when attempting to remove it from the patient. Another device was used. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the wire unraveled when attempting to remove it from the patient. Another device was used. There was no reported patient harm or consequence."